Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing site for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that, tip of an ophthalmic forceps did not close. The procedure details and timing of the event are unknown. Information regarding patient harm has not been provided. Additional information has been requested but is not available at the time of this report.